Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the reported error from the error logs and reproduced the error by observing the probe. Fse noticed the wash probe was not seated in holder correctly. Fse reseated wash probe in the holder, and successfully completed quality control run; results were within acceptable ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 80185601. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: b/f probe 1 home overrun. Cause: the home sensor activated improperly after movement of b/f probe 1. Operation is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to wash probe was not seated in holder correctly.

Event description:
A customer reported getting error message "4443 bf probe 1 home overrun" on the aia-2000 instrument. The customer performed an all set home function, but error persisted. Prior to calling technical support specialist (tss), the customer performed weekly maintenance, checked the probe and changed tips twice. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.